Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a scheduled follow-up. X-rays showed that the atrial lead had become dislodged. The lead was revised on (B)(6) 2019. The patient was stable post procedure.